Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery was observed to be jumping around. The customer stated the pump battery dropped from 40% to 0% and subsequently shut off. Customer reported blood glucose level was 140 (mg/dl). The pump was connected to a power source and was able to be turned back on. Reportedly the customer will continue to use the pump until the replacement pump is received.